Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led585 surgical lighting system and confirmed the cover had detached. Based on the description of the event, the cause of the reported event is that the lighting system sustained impact damage resulting in detachment of the yoke cover. The harmony led surgical lighting system operator manual states (1-4), "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the cover, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. Steris will offer counseling on the proper use and operation of the harmony led585 surgical lighting system, including the importance of not bumping the light into other equipment.

Event description:
The user facility reported that during a patient procedure, one of the plastic covers detached from their harmony led585 surgical lighting system and fell. The cover did not enter the sterile field and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris account manager performed in-service on the proper use and operation of the harmony led585 surgical lighting system, including the importance of not bumping the light into other equipment. No additional issues have been reported.